Event description:
A malfunction on the pump was reported by the customer. No specific impact on the customer¿s blood glucose level was provided, and it is unknown if it exceeded a critical level. Customer was instructed by tandem technical support to return the malfunctioning pump, received instructions for putting it into storage mode, and acknowledged understanding. A replacement pump was sent to ensure continuous insulin delivery. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy.